Event description:
Pt admitted on (B)(6) 2016 after a pump stop alarm when changing from battery to power at night. On interrogation, she had four speed drops from 1:30am to 7:30am on the morning of (B)(6) 2016. Multiple low flows between 11:30pm and 12:30am the night of (B)(6) 2016. Abdominal x-ray notable for irregularity and fraying of external lvad driveline adjacent to entrance site in the lateral r abdominal wall. Lvad logfiles sent to thoratec which revealed an internal driveline fracture. Pump settings on admission: 2.9 l/min, 9400 rpm, 3.8 pi and 4.6 watts. She had previously been admitted on (B)(6) 2016 where driveline short to shield was repaired by thoratec engineers on (B)(6) 2016.

Event description:
Pt seen in clinic on (B)(6) 2016 where she presented with one pump off alarm, though pt did not recall hearing it. X-ay was performed in clinic and sent to thoratec for further analysis. Pt had one audible vad alarm at home on (B)(6), log files and previous x-ray revealed a driveline short to shield. Pt was admitted for possible exchange. Thoratec engineers successfully repaired driveline short on (B)(6) 2016, no other pump alarms since repair.